Event description:
This is filed to report the leaflet tear causing the clip to become unstable requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted in the patient and it was decided to place a second clip to further reduce the mr. The second clip delivery system (cds) was advanced and placed medial to the first implanted clip. After grasping, a slight tear in the thin portion of the posterior mitral leaflet (pml) just outside the lateral shoulder of the first implanted clip was noted. The tear caused the first implanted clip to became unstable on the leaflets, and mr increased. The physician decided to deploy the second clip, with the intention of implanting a third clip. A third clip was successfully implanted lateral to the first clip for stabilization. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. The physician attributes the tear to the first implanted clip; however, it is believed the patient¿s anatomy contributed to the issue as well. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported clip unstable on the leaflets was due to the tissue injury. The reported tissue injury appears to be due to challenging anatomy. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.